Manufacturer narrative:
Additional information was received on (B)(6) 2019. The implant date was clarified to be (B)(6) 2019, rather than (B)(6) 2019 as original reported to mentor. The procedure planned is bilateral implant exchange, right areola lift, capsulotomy to left breast/possible capsulectomy. Additional information was received on (B)(6) 2019. In addition to the previously reported issues, bilateral baker grade iii capsular contracture was also present. The replacement devices were allergan natrelle high profile gel implants. The right replacement was 450cc. The left replacement was 425ccs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: fold. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with 450cc mentor memorygel breast implants experienced left sided rupture and a right sided fold post procedure. The patient was seen by a physician who confirmed the rupture and noted the fold. The rupture was further identified through magnetic resonance imaging. As a result, and explant is planned for (B)(6) 2019. This report relates to the right prosthesis. See 1645337-2019-20167 for contralateral prosthesis report.